Manufacturer narrative:
Corrections are made in h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that there was an orange light blinking and the screen of the controller showed " no device found, reposition the recharger" message while recharging the implantable neurostimulator (ins). The patient stated that this issue was happening 2 days in a row, and they needed to reset the controller in order for it to work again. Agent had the patient reset the controller and the patient confirmed no visible damage to the controller compartment, controller port and recharger. Agent had the patient attempt a recharging session and was able to see the battery screen with the controller at 90% and ins at 100% recharging was excellent. Due to the issue kept on persisting, the agent sent a request for repair to replace the recharger. Additional info received from patient that they received the recharging paddle before the labor day, they were able to charge their implant. Patient mentioned that this morning, the orange button issue on controller screen came back and they kept getting no device found that they would unplug and reset the controller to reconnect. Agent sent request to repair to replace the controller. Patient called back and asked if all their settings will need to be reprogrammed when they receive the replacement controller. Agent reviewed with patient that all of their stimulation settings are stored in their implant and patient would just need to pair the implant to the replacement controller. Patient asked about their settings/programming on the new controller. Agent reviewed controller set up process. Patient made a comment that they have '1 setting that jolts them'. Patient will call back if assistance is needed with the replacement controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.